Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02175.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty performed on an unknown date. Subsequently, the patient underwent revision of all components approximately ten (10) years later due to pain, tissue damage, and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. The op records indicate lysis, elevated chromium levels, tendon tear, pain, limping, metallosis, tumor, and bone loss as reported. No complications were noted in the op record. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02933.